Manufacturer narrative:
The device has not been returned to the MFR for evaluation, a lot history review (lhr) of rewk0243 showed no other similar product complaint(s) from this lot number.

Event description:
PICC line was broken just 1/2 cm behind the connector. During care and maintenance the nurse noticed that the tape was stuck hard in the catheter. Once the tape was removed the catheter was broken in two parts. No scissors was used during the procedure. Problem was solved by a "PICC nurse" that connected the catheter to a new repair kit and the catheter was then still in use.